Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet system with a connected abbott freestyle libre 3 plus sensor, with a reported peak blood glucose of 364 mg/dl lasting about six hours; the user was advised to change the infusion set (cd, 23-inch, 6 mm), after which glucose began to decline and later returned to 139 mg/dl. Symptoms included elevated blood glucose without acute complications. Outcomes included no professional medical intervention, no ketone testing, and no use of backup therapy, with glucose ultimately returning to the target range. Investigation included troubleshooting and user education over the phone, including infusion set replacement guidance and follow-up. Investigation of this case revealed no device alarms or alerts and no confirmed device malfunction, and the precise cause of the hyperglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unclear.